Manufacturer narrative:
The explanted parts have not yet been returned however, a review of the manufacturing and inspection records was performed and there were no discrepancies found. The explanted parts have been requested and once returned, will be sent to an independent laboratory for analysis. X-rays have been requested for review. It is unknown whether or not the patient may have sustained a fall or some other form of trauma, contibuting to the event. Additional details surrounding the incident have been requested. The patient was revised on (B)(6) 2014 however, the manufacturer was not made aware of the event until (B)(6) 2014. Tthe patient's progress will continue to be monitored.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The rod likely fractured due to bending fatigue overload.

Event description:
Bilateral denali rod fracture approximately 8 months post-operatively. Patient was revised.